Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Customer administered a manual insulin injection to address elevated bg. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. No additional information was provided and the customer declined troubleshooting with tandem technical support.